Manufacturer narrative:
The customer reported that the cns (central monitoring station) display was going out. The nurse found the display power supply to be faulty and was able to get the power supply connection to work. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring station) display was going out.